Manufacturer narrative:
A photo of the device was returned to mentor. Photo evaluation: upon visual inspection of the pictures, the sample was observed with no apparent damage. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 3755cc, catalog number 3503751bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 3755cc and experienced breast pain and rupture on the right side. The patient was involved in a car accident, which may have contributed to the event. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 350cc, catalog number 3503501bcm serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019.